Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after a glaucoma stent implant, a patient is experiencing endothelial cell decrease with endothelial cell touch of from the stent. Additional information has been requested.

Event description:
Additional information has been received stating the patient underwent a secondary procedure to shorten the stent.

Manufacturer narrative:
Additional information provided in a.4., b.5., b.6., b.7., d.6., and d.11. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).